Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k139 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot k139 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. Photographs were provided by the customer for evaluation. The complaint kit and smart card were not returned. The customer provided photographs verify the drive tube leak as dried blood is seen on the lower drive tube assembly. The leak appears to be coming from the joint between the drive tube and tri-connector joint. A material trace of the drive tubes used to build lot k139 found no non-conformances. A device history record review did not identify any related non-conformances, deviations or equipment maintenance events. This kit lot had passed all lot release testing. The reported drive tube leak is verified based on the photographs provided; however, the root cause of the leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they noticed blood on the drive tube after the treatment was successfully completed. The customer reported the patient was in stable condition. The customer returned photographs for investigation.